Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated several technical error codes while it was in the standby mode. They included a communication error, a turbine module communication error, a battery communication error, inspiratory flowmeter temperature sensor error, ambient air temperature sensor range error and air humidity sensor range error. Our field service engineer has investigated the reported machine on site. The control printed circuit board (pcb) and the back up battery for this pcb have been replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. The returned pcb has been tested in a machine. It passed 2 pre-use checks. No abnormal found during ventilation for 24 hours. The reported issue could not be reproduced. Therefore, no root cause can be established. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/02/2019. Corrected manufacture date: 09/30/2019. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator generated several technical error codes while it was in the standby mode. They included a communication error, a turbine module communication error, a battery communication error, inspiratory flowmeter temperature sensor error, ambient air temperature sensor range error and air humidity sensor range error. There was no patient involvement. Manufacturer's ref. #: (B)(4).